Manufacturer narrative:
(B)(4). One (1) expedium uni-planar top loading shank 6x40mm polyaxial screw [product code: 1797-88-640] was returned to the customer quality unit (cqu) for evaluation. Visual examination revealed that the inner cap (saddle) had been dislodged approximately 45 degrees from its intended location. No other anomalies or damage of any sort were indicative during evaluation. The polyaxial screw shank is undamaged and remains intact with the tulip head. Complaint is confirmed. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause for the polyaxial inner saddle being dislodged/falling apart from its intended location cannot be positively determined. However, a potential root cause may likely be that the inner cap was subjected to a higher than anticipated load resulting in the inner cap becoming dislodged from its intended location. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4) tbmgt. A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The reported product ¿exp 5.5 unip screw 6x40 ti (179788640)¿ was used in surgery for ais (adolescent idiopathic scoliosis), covering t10-l3, on (B)(6) 2017. A (B)(6)-year-old female patient underwent ais surgery in the past, but the surgical date was not specified. On (B)(6) the surgeon planned corrective fixation by extension fusion surgery. While he was placing a rod (part number unknown), he adjusted the direction of the head of the uniplanar screw. But a set screw (part number unknown) could not be properly fixed. Then he found that the core section of the uniplanar screw had been coming off. He used a replacing uniplanar screw and completed the surgery with a five-minute delay. There was no adverse consequence to the patient.